Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. This pacer was then used as an external temporary pacing device until a new system was successfully implanted. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.